Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to noise presented. It is suspected for the cause to be a lead fracture. The lead was left capped. No additional adverse patient effects were reported.